Event description:
On (B)(6) 2018, pt admitted for one episode of dark brown urine. On admission found to have ldh 1344. Previously was normal on (B)(6) 2018 of ldh 270. He has some lv recovery on echo, and pt was taken for pump explant on (B)(6) 2018.